Event description:
The customer reported via phone call that she was shopping and her pump beeped at her. Customer ignored it and later she changed the battery because the battery showed nothing. Customer's blood glucose was 287 mg/dl three hours ago after eating dinner. Customer's sensor glucose was 300 mg/dl and going up. Customer's blood glucose went up to 413 mg/dl. Troubleshooting was performed and the customer did not want to take the battery cap off. When the customer changed the battery in the store, everything returned to normal. Customer was explained that it could be caused by a damaged battery cap. Customer declined to finish troubleshooting. Customer was advised to monitor the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.